Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified all boxes had debris within the sealed sterile cavities. Device history record was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root-cause of the reported event is the operator not following instructions during the manufacturing process. This product falls within the scope of a corrective action that is reviewing the debris in sterile packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# 51-100070 tlc stem standrd offset 7mm lot# 6508727. Item# 51-100080 tlc stem standrd offset 8mm lot# 6523886. Item# 51-103090 tlc stem standrd offset 9mm lot#6514376. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02463, 0001825034-2019-02502, 0001825034-2019-02503.

Event description:
It was reported that debris was in the sterile packaging. Attempts to obtain additional information was made; however, none was available.